Manufacturer narrative:
A review of the device history records was not performed since there was no reported lot number. A ship history was also unable to be performed as the item number / upn was not known. The june 2019 angiodynamics complaint report was reviewed for the drainage catheter product family and the failure mode "tip fractured/migrated. " no adverse trend was indicated. A supplier corrective action request (scar) was send by angiodynamics to freudenberg medical for informational purpose only. The hospital's reported complaint description cannot be confirmed, nor can a root cause be determined, as no sample was returned. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." ((B)(4)).

Manufacturer narrative:
Angiodynamics is continuing to attempt to obtain additional information about this event from the end user hospital. Additionally, the drainage catheter is a purchased device, so freudenberg medical, the manufacturer, will be notified of the event via a supplier corrective action request (scar). A supplemental medwatch will be submitted upon completion of the investigation. ((B)(4)).

Event description:
As reported during a biliary drain placement, the catheter fractured in the patient. No patient injury was reported. The used product has been discarded at the hospital. No part number or lot were provided. Attempts are continuing to contact the end user hospital for this information.